Event description:
In 2003, the pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On an unk date in 2009, had an open repair done in order to treat a type ii endoleak caused by large lumbar arteries feeding into the aneurysm. The physician implanted a gore tube graft to address the endoleak. No further complications have been reported. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
A review of the manufacturing records for the device was conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Please note additional device involved in this event: pcc141000. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.